Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient's doctor inserted his sensor wire for him and the patient experienced a sensor failure and missing sensor wire during sensor startup period.